Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. No third-party assistance was needed. Customer switched to a backup insulin pump for continued insulin delivery. Tandem technical support resolved the issue by sending a replacement pump,